Event description:
This report summarizes 0 malfunction events in which the device had paint chips missing and reportedly overheated.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 4 events were previously reported during the reporting period; however, - 4 previously reported event in this report should have been included under MFR report # 0001811755-2020-01912. - 0 previously reported events are included in this follow-up record. H3 other text : event reported in this record in error

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 device investigation types have not yet been determined. 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had paint chips missing and reportedly overheated. 4 events had no patient involvement; no patient impact.